Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter received for evaluation. During visual evaluation, residue was noted throughout the device and the balloon rewrap tool was noted at the proximal end of the balloon. During functional testing, an attempt to move the stuck rewrap tool was made and it was successful. The rewrap tool unstuck from the proximal end of the balloon. Separation was noted at the proximal glue joint. No further testing performed. Therefore, the investigation remains inconclusive for the reported difficult to remove packaging material since functional testing could not be performed due to the condition of the returned device. However, the investigation is unconfirmed for the reported material deformation as no deformation was noted on the catheter. However, the investigation is confirmed for the identified break as a separation was noted at the proximal glue joint. A definitive root cause for the reported difficult to remove packaging material, material deformation and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the plastic cover allegedly would not come off the balloon. It was further reported that the catheter was deformed. There was no patient contact.